Event description:
Provider states that intermittently about 2-3 times a day the chair will stop and the service indicator light will blink 4 times which is an e04 code. Provider states when this happens, the consumer will power the chair off for a while then turn it back on and normally it would work again until the next episode.